Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use multiple daily injections as a backup therapy, ensuring continued insulin delivery. Technical support confirmed the shipping address and arranged for a replacement pump, instructing the caller to put the pump into storage mode and return it via ups using a pre-paid label. The caller understood the steps necessary upon receiving the replacement and agreed to return the problematic pump within 10 days.